Manufacturer narrative:
The information being reported was found in the journal article titled "primary cementless hip arthroplasty with a titanium plasma sprayed prosthesis". Clinical orthop rel res 1996;333:217-225. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by rh rothman, wj hozack, k eng and j mesa. Manufacture date - unknown. This report filed march 10, 2011.

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 1986 and (B)(6) 1987 utilizing universal press fit acetabular cups. The article indicated that an acetabular revision procedure was performed to remove and replace the acetabular cup. No further information has been provided to date.